Event description:
The customer reported a low battery when it was fully charged. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a low battery when it was fully charged. The field service engineer evaluated the battery and found the battery caused the device to shutdown. There was no reported pt involvement.